Manufacturer narrative:
Through investigation, it was learned this event was previously reported under MDR 2015691-2016-00402. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Abnormal or severe pannus growth can eventually affect the function of the valve. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards received information that ten (10) years, four (4) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe mitral stenosis. Per obtained information, pannus formation severely restricted the motion of two (2) leaflets resulting in severe functional mitral stenosis with a mean gradient of 9mmhg. A 26mm transcatheter valve was implanted with excellent seating and tee showed no significant perivalvular leak with a mean valvular gradient of 4mmhg. There were no reported complications and the patient was transferred to the intensive care unit in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The device history record (DHR) was not reviewed as the device serial number was not provided. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding the valve-in-valve procedure was provided and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed.

Event description:
Edwards received information that a failing mitral pericardial valve was disabled via a valve in valve procedure after an unknown implant duration due to unknown reasons. The procedure was reported as being successful. No additional information was provided.